Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported error codes 3382 ((unable to process test, internal wash pressure (x) error (y) pipettor, where x= error type and y= pipettor name)) and 9085 (c system module cpu software error) while testing with the architect c16000 analyzer serial number (B)(4). During trouble shooting at the customer site, the abbott field service engineer (fse) observed that when error code 3382 occurs, the analyzer goes into ''scheduled pause'' mode but then resumes ''run'' before the ''scheduled pause'' has completed. Error code 9085 occurs on the very next aspiration. The instrument needs to complete the cuvette wash (during the scheduled pause) or the power to the instrument needs to be cycled off/on to continue per labeling. Some patient results generated after these errors occurred were falsely depressed (e.g., potassium result flagged as ''<1.0 mmol/l,'' which is below the linear limit of this assay) and were caught by the lab's middle ware and lab personnel clinical knowledge. Suspect results were retested on another architect c16000 analyzer in the lab. No suspect results were reported from the lab. There is no impact to patient management reported.